Event description:
It was reported that an asahi crossloop guide wire was used for a plain old balloon angioplasty (poba) to treat a mildly calcified and fibrotic chronic total occlusion (cto) in the superficial femoral artery (sfa). The crossloop guide wire was used from popliteal access in a retrograde approach. After the crossloop guide wire crossed the distal cap of the cto and the 25 cm lesion in the sfa, a concomitant becton dickinson seeker microcatheter was aggressively advanced to the proximal cap of the cto over the guide wire. The tip of the crossloop guide wire was then fractured. The fragment was removed from system without issue and the procedure was completed. It was informed that there was no adverse patient effect associated with this event.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. The reported crossloop guide wire was returned for investigation. The outer coil of the returned crossloop guide wire had detached from proximal solder (set at 30 mm from the tip for the purpose of fixing the outer coil onto the core wire). Microscopic observation of the proximal segment of the detached outer coil fragment found that the fracture end was necked due to tensile stress. Disarranged coil was observed at approximately 1 mm distal to the fracture end. Microscopic observation of the proximal solder on the core wire found solder material exposed and traces of transfer mark of the outer coil on the surface of the solder material. The core wire was fractured at approximately 29 mm distal to the proximal solder. The proximal fracture end of the core wire was twisted and had a flat fracture surface, indicating that the core wire was fractured due to accumulated torsion. The outer coil was then loosened to expose the distal fracture end of the core wire. Microscopic observation found that the core wire was fractured proximal to the distal solder and the distal fracture end had a flat fracture surface, indicating that the core wire was fractured due to accumulated torsion. Measurement of the returned guide wire confirmed that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported case. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presumed that torsion might have been applied on the tip of the crossloop guide wire while the tip of the guide wire was trapped due to anatomical and lesion conditions. Consequently, the outer coil was disarranged and the core wire was fractured. As tensile stress was further applied on the proximal solder when pushing-pulling the concomitant catheter, the outer coil was detached. Although it was concluded that this event was not attributed to product quality, a possibility could not be ruled out that some wire fragments might be left in the patient anatomy if it were to recur. No CAPA will be taken. The instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. If resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel. [Malfunctions and adverse events] damage such as separation.